Manufacturer narrative:
Due no product was returned, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation were not possible. The product met specifications upon release to distribution. If relevant information becomes available to assist with evaluation, the complaint will certainly be revisited. Device evaluated by the manufacturer. Evaluation codes updated.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on a fast-fix 360 t2 did not deploy. No patient injury reported.